Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced due to a battery status of elective replacment indicated (eri). The device model is part of a recall population. No unusual ICD behavior has been reported.